Manufacturer narrative:
Failure analysis revealed the insulin pump was received with intermittent button response due to moisture damage keypad trace. Minor scratched lcd window, cracked case near display window corners, cracked reservoir tube lip. Numbers does not ramp up on its own or scroll bar moving with no input. No moisture damage at the electronic assembly.

Event description:
It was reported that the buttons on the customer's insulin pump were scrolling on their own while the customer was attempting a bolus delivery, after the insulin pump was exposed to perspiration. Her blood glucose level was 120 mg/dl. The customer stated that she had noticed moisture behind the insulin pump screen. She was advised to discontinue use of the pump and revert to a back-up plan. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).